Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to myopotential oversensing on their implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was stable.